Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an arthroscopic rotator cuff repair (arcr) surgical procedure for a humeral head for rotator cuff tear, it was observed that the unk - implant device was loose. The br was inserted into the same bone hole and the surgery was completed. Another like device was used to complete the procedure successfully. There was no delay in the procedure reported. No pieces were left in the patient. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Event description:
It was reported that during an arthroscopic rotator cuff repair (arcr) surgical procedure on humeral head for rotator cuff tear, right before the surgeon began to suture, it was observed that the unk - implant device came loose. The bio-resorbable anchor / implant (br) was inserted into the same bone hole and the surgery was completed. Another like device was used to complete the procedure successfully. There was no delay in the procedure reported. No pieces were left in the patient. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: b5: correction. H6: additional information.